Event description:
It was reported that the ventilator's air gas module was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was defective. The ventilator was investigated by our field service engineer on-site and the air gas module was found defective and replaced which solved the issue. No log files has been provided and no replaced parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.